Event description:
The pt had a catheter revision on (B)(6) 2010 due to a catheter fracture at the back around the connector site. The pt did not present with withdrawal symptoms and it was unclear how long ago this catheter issue had occurred. Prior to the revision, x-rays were done which showed the catheter fracture, so no other troubleshooting was done. Following the revision, the pt had drainage from the back incision site. The device system was removed due to an infection. The pt was put on oral baclofen (20 mg 3x/day) and valium (pm) for spasticity. The pt was in the ICU after the explanation due to a diagnosis of meningitis. As of (B)(6) 2010, the pt was still in the hospital on the pediatric floor being treated with antibiotics for the meningitis, but doing much better. There were currently no plans to replace the pump. The device system was used to delivery lioresal (2000 mcg/ml at 96 mcg/day).

Manufacturer narrative:
(B)(4).